Event description:
X-rays were received and reviewed. Generator placement was observed to be according to labeling, with the generator sitting from rib 3-5. Based on the images provided, the feedthrough wires were intact, and the lead pin is fully inserted as the end of the pin can be seen past the second connector block. The lead was observed to be fractured near the clavicle, and both ends of the lead appeared to have recoiled and twisted onto itself. This is indicative of twiddler¿s syndrome. Strain relief could not be assessed due to the recoiling of the lead. Two tie-downs were visible, placed laterally to the anchor tether. This could be due to only receiving ap scans of the chest and none of the neck, excluding other angles to assess. No portion of the lead was visualized to be behind the generator. Based on the x-rays received, the cause of the high impedance and subsequent lead fracture is related to patient manipulation caused by twiddler¿s syndrome. No surgical intervention has been reported to date. No other relevant information has been reported to date.

Event description:
It was reported that the patient was seen with high impedance and a lead fracture was confirmed via xray. The x-rays have not been reviewed by the manufacturer to date. The generator has been turned off and the patient is planned to have the lead replaced. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.